Event description:
A malfunction alarm identified as "malf 16" occurred with the customer's pump, but there was no adverse impact on the customer's blood glucose level. The customer did not have a backup form of insulin therapy readily available, so they planned to consult their healthcare provider. Technical support arranged for a replacement pump and provided instructions for returning the defective pump. The customer understood and acknowledged these instructions, including putting the pump into storage mode and using the pre-paid label to return it within ten days.